Manufacturer narrative:
.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported customer issue was verified in the lab. The root cause was identified to be the file system performance with firmware.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a red cross and multiple self-test errors were found in the status log. There was no reported patient involvement/adverse patient impact.